Event description:
Customer reported horizon pump leakage. There was no report of patient injury, and no additonal information is available. Laboratory evaluation found the leakage to be due to a split side seam in the cassette.